Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "clips are used as usual, and in a normal procedure, 3 clips are attached on an artery, with the davinci robot arm. The arterial is cut over and all looks good. After a short time working in another place within the patient, they go back and see all the 3 clips have busted open and the patient is bleeding badly. It's a very serious situation and close to be acute. The doctors stabilize the patient. The patient is safe and well. They are not sure if it is the clips, the robot arm or something else, both clips and applier is sent to inspection". Additional information received states that "the patient is okay, there was more bleeding than expected". No blood transfusion was required.

Event description:
It was reported that "clips are used as usual, and in a normal procedure, 3 clips are attached on an artery, with the davinci robot arm. The arterial is cut over and all looks good. After a short time working in another place within the patient, they go back and see all the 3 clips have busted open and the patient is bleeding badly. It's a very serious situation and close to be acute. The doctors stabilize the patient. The patient is safe and well. They are not sure if it is the clips, the robot arm or something else, both clips and applier is sent to inspection". Additional information received states that "the patient is okay, there was more bleeding than expected". No blood transfusion was required.

Manufacturer narrative:
Qn# (B)(4). The customer returned fourteen unopened representative sample cartridges of 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridges were visually examined with and without magnification. Visual examination of the returned cartridges revealed that each were supplied with the correct number of clips. There was no evidence of use in the form biological material was observed on the cartridges. No other defects or anomalies were observed. Functional inspection was performed on the returned samples. A lab inventory clip applier was used, 544170, lot number: 728882-009. The remaining clips was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. The tubing used was cole-parmer/vwr (overstress) mflx95802-01, lot number: 30453197. No functional issues were found with the returned clips. A device history record review was performed, and no relevant findings were identified. The reported complaint of "clip reopens after locking" was not confirmed based upon the samples received. Upon functional inspection, the remaining clips were able to properly load into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. No damages were observed to the returned clips. Since no functional issues were found with the returned clip, the reported issue could not be confirmed. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a